Manufacturer narrative:
Further analysis of the pump on 2017-mar-23 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Destructive analysis was completed. Regarding the previous analysis finding of overinfusion of undetermined root cause, it was noted that the during testing the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated pump telemetry showed repeated motor stalls. The pump was replaced on (B)(6)-2015 (records show the pump was replaced on (B)(6)-2015). The patient was also taking oral hydrocodone tablets (10mg) at the time of the event. A telemetry print out from (B)(6)-2015 indicated the patient was receiving morphine (5.0mg/ml, 2.1998mg/day) and clonidine (1000.0mcg/ml, 440.0mcg/day). The telemetry print out also showed 12 motor stalls and recoveries spanning from (B)(6)-2015 to (B)(6)-2015 (longest motor stall lasted from (B)(6)-2015 at 16:25 hours to (B)(6)-2015 at 10:00 hours. Telemetry performed on (B)(6)-2015 indicated the pump had been in stopped mode for 91 hours and 53 minutes.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received morphine (5.0mg/ml, 0.2 401mg/day) and clonidine (1000.0mcg/ml, 48.0mcg/day) in an implantable pump for non-malignant pain and other non-malignant pain. The patient contacted the manufacturer representative on the day of the report due to a two-tone pump alarm (every 30 minutes). The pump had been beeping on and off for the past two weeks (onset approximately (B)(6) 2015). The patient experienced nausea, increased pain, headaches, and was yawning. The alarm was confirmed to be a motor stall; stall occurred on (B)(6) 2015 at 15:48 hours with a tube set message on (B)(6) 2015 at 15:48 hours (motor stall recovery listed on (B)(6) 2015 at 14:52 hours prior to second motor stall). The pump was programmed to stopped pump mode on (B)(6) 2015. The pump was currently alarming ((B)(6) 2015) because it had been 48 hours since the pump was programmed to stopped pump (according the logs, the tube set alarm occurred due to the second motor stall, not programming the pump to stopped mode). The pump was replaced on (B)(6) 2015. The patient had 10mg norco pills prescribed for pain control due to an upcoming oral surgery (scheduled for (B)(6) 2015). The patient's status at the time of the event was stated to be alive with no injury. The patient recovered without sequela. Additional information was requested from the healthcare provider (hcp) regarding concomitant medications, pertinent medical history, and if a cause of the motor stalls was determined. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿overinfusion ¿ undetermined root cause¿. During analysis, the pump had a motor stall and recovery. As the pump was found to be overinfusing additional testing is being performed. Once the overinfusion testing has been completed, the motor stalls will be investigated via analysis.(B)(6) no longer applicable for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code no longer applies.